Manufacturer narrative:
Pump received with severely scratched display window, cracked case at display window corners, cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated the insulin pump's display was severely scratched. The customer stated, they were unable to read the display as a result of the scratches. Customer stated, they had to use the backlight to read the screen properly. Customer's blood glucose was unknown. The customer stated, the damage was caused by the under wire of their bra. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.